Event description:
The customer reported that during a patient event, their device was connected to the patient with the defibrillation electrodes and there was no connection recognized by the device. The patient event was witnessed and CPR was in progress upon arrival of the customer. The customer did take approximately 4-7 minutes to arrive on scene. When the customer's device would not recognize the patient connection, there was an approximate delay of 2-3 minutes until the back up crew arrived with another device. Once the second device was connected to the patient with the same defibrillation electrodes, the customer advised that the patient's ECG was not shockable and was asystole. The customer stated drugs were administered during transport and CPR was performed and stated that pieces of the patient's ECG came back but most likely they were medically induced because the patient rearrested when they drugs effect wore off. The time to hospital was 23 min as they were in a rural area. The patient did not survive the event. The customer indicated that the patient's death was not a result of the reported device issue. The patient had an extensive medical history and throughout the event with the second device, there was no sustainable ECG rhythm on the patient.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.